Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. Customer stated problem cannot be confirmed. The device is working as expected. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device did not heat water and appeared to be blocked while in use. Patient required no medical intervention as a result of the event. Therapy continued without delay. There were no harm or adverse events reported due to the event.